Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Customer report: transmitter not holding a charge event. Device received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Device was able to charge, removing unit from charger led flashed properly. Device communicated and sync properly during rf/ble, association/downgrade. However, device failed accuracy test with a failure at the voltage test(3.61volt according the accuracy tester results). The problem was isolated to depleting battery. In conclusion, unable to perform functional test, rf/ble/downgrade/associate test due to battery anomaly. The customer complaint of charging anomaly is confirmed. Cosmetic damage was confirmed for cracked battery compartment. Unit passed required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced shortened battery life for the transmitter. The customer stated that the transmitter wasn't staying charged and customer got a low battery transmitter alert. Led light was flashing continuously solid. Charger battery spring were not damaged. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue using the device. The product will be returned for analysis.